Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-oct-2021 / serial #: (B)(4) , UDI #: (B)(4) . Device available for evaluation: no. Mfg date: 14-oct-2020, labeled for single use: no, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were not charging. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of bat905111 revealed that the battery passed visual inspection and functional testing. The battery was able to adequately charge and discharge during testing. Failure analysis of bat905062 revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge on a test battery charger; however, it was able to provide power to a test controller. During functional testing, test equipment was unable to properly read the battery status due to a communication problem with the main integrated circuit (ic). Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish the battery's functionality. As a result, the re ported the reported "not charging" event associated with bat905111 could not be confirmed. Based on the available information, a possible root cause of the reported not charging event associated with bat905111 can be attributed, but not limited to a marginal connection between the battery and battery charger. The reported "not charging" event associated with bat905062 was confirmed. CAPA (B)(4) is investigating this battery issue. Additional products: d4: bat905111 d9: yes, return date: 17-sept-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for correction. Corrected sections: d4 model # corrected from 1650de to "1650." D4 catalog # corrected from 1650de to "1650." D10 concomitant prod corrected from 1104 vad to "mcs1705pu vad." H10 model # corrected from 1650de to "1650." H10 d4 catalog # corrected from 1650de to "1650." Additional products: (B)(6) ¿ battery, d4: model #: 1650, catalog #: 1650. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.